Event description:
It was reported via repair work order that the power cord ground pin was damaged. It was also reported that the auxiliary power cord was missing ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that the auxiliary power cord was missing ground pin.

Event description:
It was reported via repair work order that the power cord ground pin was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.